Manufacturer narrative:
Additional information was received that the there was no actual skin breakage. The patient underwent a revision procedure wherein one lead was explanted; two new leads and one clik anchor were implanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain and protrusion of the ipg site. It was also noted that the patient was having extreme restless leg syndrome. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and protrusion of the ipg site. It was also noted that the patient was having extreme restless leg syndrome. The patient will undergo an ipg replacement procedure.